Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two (2) unknown humeral precontoured locking compression plates 3.5mm, unknown part # / lot #. UDI # unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no product was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: a. Wajnsztejn et al. (2017). Submuscular double bridge plating for complex distal fractures of the humerus: an alternative, safe, and efficient treatment method, eur j orthop surg traumatol doi 10.1007/s00590-017-1987-8. Brazil. The study objective was to show the functional outcomes and complication rates of humeral complex fractures in adults, using osteosynthesis with two bridging orthogonal submuscular plates. The study consisted of thirteen (13) patients with isolated humeral complex fractures treated with two bridging orthogonal submuscular plates. They were treated between january, 2014 and february, 2015. Nine (9) were males and four (4) were females. The age ranged from 22 to 68 years, with a mean age of 39 years. Patients were followed for 12¿20 months with an average of 16 months. Nine (9) patients were victims of automobile accidents. The inclusion criteria were adults with distal-third diaphyseal humeral complex fracture established by a plain film in anteroposterior and lateral radiographs. Fractures were classified accordingly to ao/ota [10] as types b and c. All patients were operated on by the same surgical staff using depuy synthes precontoured locking compression plates 3.5mm. Fracture union was defined as bridged cortices on two radiographic planes and absence of pain during movement. Functional assessment was performed using disabilities of the arm, shoulder, and hand (dash) score with 30 items at the twelfth postoperative week. Plates were placed in a retrograde manner from distal to proximal. A kirschner wire was used to temporarily fix the most distal hole of the plate to the bone. Subsequently, a 3.5-mm cortical screw fixed proximal oval hole in the plate. It is unknown who is the manufacturer of the 3.5mm cortical screw. All patients presented fracture healing in the fourth postoperative month. The following complications were reported: one case, a (B)(6) female, developed superficial infection, which was treated with oral antibiotics and local debridement. This is report 1 of 1 for (B)(4). This report is for two (2) unknown humeral precontoured locking compression plates 3.5mm, unknown part # / lot #.